Manufacturer narrative:
This report is submitted on march 07, 2024.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2024, and it is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a wound dehiscence and drainage at implant site (specific date not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2024, for skin revision surgery to excise draining wound and device explantation. Device analysis report attached. This report is submitted on may 31, 2024.